Event description:
During neurosurgery, the kinevo 900 monitor screen froze. Restart did not fix the issue. There was no injury or negative impact to a patient, user or a 3rd party. Follow-up surgery had a delay of 30 minutes as the device had to be made to work again.